Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, despite repositioning the lead multiple times, the lead exhibited high impedance and high thresholds. The lead was no longer used and replaced. The patient was in stable condition post surgery.